Event description:
It was reported occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose level. The customer had disconnected from the pump and declined further troubleshooting.